Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was not observed: first picture shows 4 eps tray with sst tubes for batch: 0351712. Second picture shows 2 tubes after centrifuge process, gel globules are not readily apparent. Third picture shows tube with detached cap and stopper assembly, the stopper appears to be wet, unable to identify gel globules. Additionally, retention samples from bd inventory were evaluated and the issue of oil gel globules was not observed: 4 retained samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. None were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for oil gel globules based on the review of the photos provided and retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there was "oil inside, the device can't be centrifuged."